Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer reported the pump has missing o-ring on the top of the reservoir compartment. Customer is not sure how the damage occurred. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The pump was received with a cracked case at the display window corner, a broken reservoir tube lip, minor scratches on the lcd window, a broken belt clip slot, a missing reservoir tube o-ring and cracked battery tube treads.